Event description:
Customer reported an issue with panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Comp rep evaluated the unit. Corrections included replacement of the unit's lcd module. Unit was calibrated and safety tested to factory's specifications.